Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filament was calibrated and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 reported "low ma" failures during a procedure. No adverse patient involvement occurred and no patient information was reported.